Event description:
It was reported that on (B)(6) 2002 patient underwent anterior retroperitoneal approach, anterior discectomy, anterior fusion l4-5, l5-s1 using interbody cages and rhbmp-2 bone graft at both levels. Preoperative, postoperative diagnosis: degenerative disc disease status post discectomy l4-5, l5-s1 with anterior column insufficiency. Per op-notes: "after completing this process we then made sure that all the disc space were clear of any debris and then rhbmp-2 bone graft was placed in the cages appropriately per protocol. There were no complications. This area was then closed after we made sure there was no hemostasis." Patient also underwent anterior extraperitoneal exposure of the l4-5, l5-s1 interspace. On (B)(6) 2002 patient underwent posterior spinal fusion l4-s1 using local graft, transverse processes and 3d segmental fixation and compression l4-l5, l5-s1. Patient had presented with complaints of back pain on ambulation. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5, l5-s1 using a cage and rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.